Event description:
Gcm received an email on 24-may-2024 from ICU medical critical care specialist forwarding a complaint from (B)(6) a clinical value analyst of (B)(6) hospital regarding a monitoring kit w/tp4, 30 ml squeeze flush and needleless valve with item number 46104 and lot number 11376856. It was stated in the report that when priming neonatal a-line transducer, the stopcock at the end of the transducer line came apart and fell back onto sterile field, the tubing came apart from the stopcock. Device was not reprocessed and reused on a newborn male patient. The event occurred on 09-may-2024 during priming. There was patient involvement, unknown patient harm and unknown delay in therapy. Rmontes 27-may-2024update: gcm received an email on 29-may-2024 from (B)(6) stating that there was no medication involved, no patient harm and no delay in therapy. Rmontes 29-may-2024

Manufacturer narrative:
The reported complaint of tubing separation was confirmed on the returned set. During visual inspection, the 28" pressure tubing was received separated from the male luer. When the end of the tubing was microscopically examined, insufficient adhesive coverage was observed. The probable cause of insufficient adhesive coverage on the pressure tubing had occurred due to an error during assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.